Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue the customer changed infusion set and cartridge. Reportedly, the customer continued to use the pump for insulin therapy.